Event description:
Synovitis right knee [synovitis]. Constrained movement(knee) [mobility decreased]. Knee irritation [musculoskeletal discomfort]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Hyperthermia [hyperthermia]. Case description: spontaneous report received on 21-apr-2008 from a physician regarding a pt, (initials, gender, age, and medical history unk), who experienced a knee irritation. The pt received unk number of synvisc injections. On an unknown date following the second injection the pt experienced knee irritation. A puncture of a knee did not show any infection. At the time of this report, the pt outcome was unk. On the previous month, qa results were received: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info received on 20-may-2008 from a physician regarding a pt with a medical history of knee osteoarthritis. Five months prior and the following month, the pt received the first and the second synvisc injection. Following the second injection he experienced serious synvovitis in the right knee with a symptoms' of: intense swelling, constrained movement, and hyperthermia. The lab test results showed a bsr (erythrocyte sedimentation rate) of 36, and crp (c-reactive protein) of 6,3. A puncture of a knee did not showed any infection and was without germs. The pt was correctively treated with the corticosteroid lipotalon. At the time of this report the pt recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.